Event description:
A caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to ensure the pump was not plugged into a power source and to apply firm, direct pressure to the button using the fingertip, which resulted in the display turning on. Despite the button being difficult to press initially, it was eventually confirmed to be functioning as intended.